Manufacturer narrative:
The (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted from (B)(6) 2015 with altered mental status (ams) after complain of pain at driveline site with yellowish drainage, fever, leukocytosis, found to have blood cultures (bcx)+ 4/4 (B)(6), klebsiella urine culture (ucx) +. Driveline culture+ (B)(6). Trans-esophageal echocardiogram (tte) negative. White blood count (wbc) scan not done. Vancomycin and zosyn switched to nafcillin and cipro, then nafcillin changed to ancef. Rifampin not added (infection disease recommended) because of warfarin interaction and difficulty with achieving stable international normalized ratio (inr). It was stated that the blood cultures cleared quickly. Patient was stated to be on ancef from (B)(6) 2015 then switched to keflex for suppression. Determined to not be open heart transplant (oht) candidate.  No additional information will be available from the site.